Manufacturer narrative:
(B)(4) - failure to follow steps - failure to take a femoral angiogram to verify the location of the puncture site. Per the instructions for use: perform a femoral angiogram to verify the location of the puncture site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of the clip did not deploy was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Reportedly, a femoral angiogram was not performed. The starclose se instructions for use states: perform a femoral angiogram to verify the location of the puncture site.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a coronary diagnostic procedure. Reportedly, the clip did not deploy. No femoral angiogram was taken. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.